Event description:
The clinician said implant was placed in 2004 and removed in 2005. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quantity insufficient and patient poor oral hygiene.

Manufacturer narrative:
The implant was received with a non-prepped abutment and abutment screw attached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a d5mm x 9mm implant.